Manufacturer narrative:
The pump passed the displacement test, self test, active current and sleep current test. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio anomaly or absence of audio alarms noted. However, hardware low level failures alarm (variableinfo = 3) is found in the formatted history file due to broken traces at u1 keypad assembly. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had absence of audible sensor alarms and hardware low level failures after self-test. The customer reported that the alarm occurred for the first time and perform self test again and it passed. Customer also reported failed battery alarm during normal use. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.